Manufacturer narrative:
Per the instructions for use, device malposition and subsequent embolization, and valve regurgitation are a potential adverse events associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and subsequent embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Potential contributing factors to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the first valve was initially placed too ventricular and did not fully expand due to calcium on the right leaflet. During post dilation, it slipped more ventricular and eventually embolized during attempts to place a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr, a sapient xt valve embolized. The valve was advanced into the annulus with no difficulty. There was not a whole lot of calcium on fluoro, but the patient did have one area of calcification on the right leaflet. The valve was initially deployed 40:60 a/v. After looking at echo, pvl was noted at 11 and 12 o¿clock so the team decided to post dilate the valve. After the post dilation new cai was noted at 9 o¿clock. An aortogram demonstrated moderate cai with mild pvl. The patient remained stable throughout. After looking more closely on fluoro the valve appeared to be more ventricular than it was immediately after deployment, appearing 30:70 a/v. The team decided to put a second valve in due to the cai and uncertainty of the first valve moving more ventricular. A second 23mm sapien xt valve was prepped. After manipulating the second valve through the first valve in the ta approach, the second valve touched the first valve and it fell into the ventricle. The patient remained stable, the wire remained in place, and the second valve was implanted 50:50 in the annulus while the first valve remained on the wire in the ventricle. Bypass was initiated to retrieve the first valve through the hole in the ventricle. The incision site was enlarged to pull the first sapien xt valve out, and it did come out; however, the patient started to become more unstable. The tissue was friable, and the ventricle was unable to be sutured back together. The patient ended up expiring. The patient¿s native annulus was 20x24mm, with mild native annular calcification and moderate native leaflet calcification. The patient had an area of 387mm2, sov was 28x28x25mm, and the stj was 22x22mm.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and subsequent embolization, and valve regurgitation are a potential adverse events associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and subsequent embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Potential contributing factors to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the first valve was initially placed too ventricular and did not fully expand due to calcium on the right leaflet. During post dilation, it slipped more ventricular and eventually embolized during attempts to place a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is related to MDR # 2015691-2015-01314